Event description:
During a laparoscopic liver resection procedure, an instrument error was displayed. Troubleshooting occurred and then another new instrument was used to continue the case. No more info available. No patient consequences.